Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit had a speaker malfunction message. The unit did make sounds on startup, but no alarm tones. Visual alarms worked, but there was no sound. The device was in clinical use. No adverse event or patient/user harm reported.

Event description:
The customer reported that the unit had a speaker malfunction message. The unit did make sounds on startup, but no alarm tones. Visual alarms worked, but there was no sound. The device was in clinical use, however, it was reported that there was no patient involvement. No adverse event or patient/user harm reported.